Event description:
A family member reported that the down arrow keypad button is unresponsive. He stated that the patient wears the pump in his pocket and does not clean the pump.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, down arrow, and contrast keypad buttons are unresponsive. There was evidence of keypad adhesive and corrosion found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a dim/discolored display screen, which have no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The user guide also instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.